Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on (B)(6) 2025 and forwarded to millyard advanced medical products, llc on 25-mar-2025. The patient reported that her pump was alarming and the remote would not turn on. Troubleshooting was unsuccessful. With phone support, the patient was able to resume infusion on her backup system. The patient then reported her remote battery was low and it powered off. The patient could not tell if she was still infusing medication, and they disconnected the cassette. The systems were scheduled to be replaced. No adverse side effects were reported. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.